Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The cordless driver 3 was sent for evaluation due to overheating during a procedure. The procedure was competed with the same device without any procedure delay. No adverse event was associated with the device.